Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020, 429688 lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right atrial (ra) lead dislodged and dropped into the right ventricle. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.